Event description:
The allergic info stated for this product by bioform is "none". According to articles on the web, this company has received numerous, professional complaints regarding allergic reactions to this product. There is a difference between "adverse" and "allergic". I discovered this after my hands were injected with radiesse. Although this product is approved only for specific areas, the fact that it was used on my hands should not be an issue because according to bioform, there is no allergic reaction to this product. My hands were treated in 2008. Within a couple of days, in specific areas I had raised, soft "bubbles". The doctor told me that it was nothing and would go away. The "bubbles" did go away. Exactly three weeks after the procedure, my hands were tremendously swollen and red. At first it was thought that I had an infection. However, I did not. It was determined that I had an allergic reaction. It's been four weeks and my hands are still swollen, red and painful. In addition, the right hand has small bumps scattered over the surface. Since bioform has alleged that there were no allergic reactions to this product, we don't know how to treat the area. My condition cannot be the first ever reported to bioform. Before I take this matter any further, I am requesting your assistance in resolving my condition. I elected this procedure based on an article in the latest issue of new beauty magazine which featured a doctor who used radiesse on the hands. Please be aware that I am not holding my doctor responsible whatsoever for what happened to my hands. I am holding bioform responsible, however, for not listing possible allergic reactions to this product.